Event description:
Related manufacturer reference number: 2017865-2022-00983. It was reported that the patient presented in clinic. It was discovered that both their right ventricular (rv) and right atrial (ra) leads exhibited increasing capture thresholds and reduced sensing. Furthermore, it was noted that the rv lead exhibited low r-wave measurements. Fluoroscopy was used to discover both rv and ra leads had dislodged. Therefore, the physician elected to explant and replace both leads on (B)(6) 2022. The patient condition was stable before, during, and post procedure.